Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient reported impaired, blurred vision with severe glare and halos causing an inability to drive at night. The clinical reason for explantation reported is, blurred distance vision and photophobia to such a degree the only solution was explantation. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there was no patient harm, the patient's issues have resolved and the prognosis is excellent.